Event description:
It was reported that the patient presented to the emergency room after experiencing multiple syncopal episodes. Interrogation revealed that there were pauses in pacing. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.